Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the thermal printer was printing continuous gibberish during preventive maintenance (pm) testing. A field service engineer (fse) identified the internal printer malfunction, which was producing continuous scrambled output. Initial troubleshooting and printer replacement did not resolve the issue, and driver installation attempts were unsuccessful. Fse coordinated with technical support specialist (tss) to reimage the station and deploy necessary packages. Printer drivers were successfully installed and configured, followed by system reboot and validation. Crossovers were verified, and pharmacy staff confirmed the medstation and printer were functioning normally. The system functioned as intended after field service engineer and technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the thermal printer continuously printed gibberish content and the station went offline following the printer issue. There were no delay or adverse events or injuries reported based on this event.